Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software and calibration files. The system operates as intended.

Event description:
The customer reported the system locked up. No patient injury was reported.